Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the five (5) "quest 2 hr" protocols run on (B)(6) 2017. It was determined that the sub-optimal tissue processing reported by the complainant was derived from the "quest 2 hr protocol" started in retort a at 02:50am on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported from the "quest 2 hr protocol" started in retort a at 02:50am on (B)(6) 2017 was a use error, which occurred during replacement of the reagent in bottle 5 (ethanol) completed at 23:38pm on (B)(6) 2017. The use error was evidenced by a discrepancy between the ethanol concentration in bottle 5 measured by hydrometer and that calculated by the instrument software. The use error resulted in ethanol at a concentration of 96.9% being used for the final dehydration step of the "quest 2 hr protocol" started in retort a at 02:50am on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. The minimum ethanol concentration required for the final dehydration step in a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although the complainant did not report any adverse impact on the quality of tissue processing from four (4) additional "quest 2 hr" protocols run on (B)(6) 2017, the ethanol concentration in bottle 5 would also have been below the minimum of 98% required in each of these protocols.

Event description:
Leica biosystems received a complaint that tissue samples were "hard" following processing; and discrepancies had been noted between the ethanol concentration measured by the laboratory in a number of reagent bottles using a hydrometer and that calculated by the instrument software. On 01 february 2017, the leica field support specialist who attended the laboratory in association with this complaint documented that the affected samples comprised gastro-intestinal, prostate and small cervical tissue, which were described as: "hard tissue, hard cutting, parts not staining." The leica field support specialist also documented that the tissue samples exhibiting sub-optimal tissue processing were derived from a two (2) hour protocol comprising 57 cassettes, which started at 03:00am on (B)(6) 2017; and that the reagent in bottles 1, 2, 3, 5 and 14 and the wax in wax chamber 4 had been replaced prior to execution of the affected processing run. The complainant provided the leica field support specialist with both the ethanol concentration in bottles 3-10 inclusive measured by hydrometer and that calculated by the instrument software. The variance between the measured and calculated ethanol concentration exceeded the acceptable limit in bottles 5 and 9. The xylene in concentration in bottle 14 was not measured. On (B)(6) 2017, a leica field support specialist documented that all cases from which sub-optimal tissue processing had been identified, were diagnosable.